Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty initiating a quick bolus. The customer was uncertain of the suspected cause of the issue. The customer's blood glucose level was 212 mg/dl. During troubleshooting with tandem technical support, the quick bolus button was confirmed to be working as expected and the customer successfully delivered a quick bolus.